Event description:
It was reported that prior to implant procedure device interrogation showed that device went into back up vvi mode. The pacing marker also showed even though pacing was set off. The device was not implanted and a deferent device was used instead. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The reported field event of back up as confirmed in the laboratory due to review of egm. The device was tested on the bench and no anomalies were found.